Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. This report is made based on results of investigation completed on 10/23/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2014 with the following findings: the display was found to be dim and had a pink contrast. Unrelated to the issue, the keypad was torn, but the buttons were responsive. (B)(6).